Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the keys worked intermittently. The membrane will be replaced. The reported event was duplicated.

Event description:
It was reported that the ventilator cancel, up and down keys did not work. There is no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The membrane top was replaced to address the reported failure and the ventilator was processed per service instructions. The ventilator passed testing and was returned to the customer.